Event description:
The customer's son reported that the customer was hospitalized for something in relation to his blood glucose levels, but the customer's son did not know exactly what the problem was with the blood glucose levels. The customer's son was advised to call back to perform troubleshooting on the insulin pump and to supply more details in regards to the hospitalization, however, neither the customer nor his son have called back. Numerous attempts have been made to contact the customer, but he could not be reached.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.